Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. The peritoneal dialysis registered nurse (pdrn) stated the etiology of the peritonitis is unknown; therefore, causality cannot be established. However, per the pdrn, the events are unrelated to the utilization of any fresenius product(s) or device(s). Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, alternative markers such as abdominal pain, elevated cell count, and/or cloudy effluent fluid must serve as indicators. Based on the information available, the liberty select cycler, and liberty cycler set can be disassociated from the event. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. End stage renal dialysis (esrd) patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient developed an infection. The rn reported that it is unknown if it is dialysis related or patient negligence. The rn reported that it is unknown if the infection peritonitis, but a sample has been sent for testing. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic (ohdc) with abdominal pain and cloudy effluent fluid on (B)(6) 2020. A peritoneal effluent fluid culture and cell count (wbc = 6711 ¿/l) was obtained, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and given intraperitoneal (ip) vancomycin 2.0 grams and ceftazidime 2.0 grams to dwell for a minimum of 6 hours, as per the clinic¿s initial standing orders for peritonitis. Later the same day, the nephrologist ordered the ip ceftazidime 2.0 grams (>6.0 hours) be administered daily. On (B)(6) 2020, the patient was seen at the ohdc and a follow-up cell count was collected (wbc = 448 ¿/l) as well as a vancomycin level (result not provided). The patient was given an additional ip vancomycin 1.0 gram dose and continued receiving the ceftazidime (as previously ordered).additionally, a third follow-up cell count was collected on (B)(6) 2020, and the results were favorable (wbc = 6 ¿/l), confirming a steady decline in wbc¿s. On (B)(6) 2020, the peritoneal effluent fluid cultures returned negative for growth and the ceftazidime was discontinued. On (B)(6) 2020, the patient received ip vancomycin 1.5 grams and a vancomycin level was collected (results not provided). The cause of the patient¿s peritonitis is unknown; however, education will be provided on contamination prevention, handwashing, etc. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient is recovering from the events and continues to utilize the same liberty select cycler.